Manufacturer narrative:
(B)(4). This report will be updated should further information be received.

Event description:
Boston scientific received information that the remote patient monitoring system detected low shock impedance measurements (ranging from 0 to 50 ohms). This right ventricular lead was explanted. The cardiac resynchronization therapy defibrillator remains in service. No additional adverse patient effects were reported.